Event description:
It was observed that during the device evaluation, the cystonephrofiberscope had deformation of the channel mount. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for asset return inspection. Based on the results of the investigation, it is likely physical stress caused deformation of the channel mount. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.